Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. A gastric perforation is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, discharge was noted at the stoma site, and on (B)(6) 2019, during tomography, it was discovered that the patient had a perforation at the entrance area of the peg tube. It was determined by the physician that the perforation occurred when the during the peg-j placement procedure. On (B)(6) 2019, endoscopy was performed, and the peg-j tubing was removed. On (B)(6) 2019, the patient's physician reported that the discharge and perforation at the peg entrance area had resolved, and new peg-j tubing will be placed.